Manufacturer narrative:
Hospitalized due to dkdiabetic ketoacdosis alert on high / calibrate now sensor was inserted on the inner part her arm infusion set was changed twice device self test: passed displacement test: passed but all the alarms was not recorded. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device communicated properly with the guardian link 3 and the test plug. After sensor warm up was completed, the device was able to calibrate the test value of 239 mg/dl. The test value of 239 mg/dl was listed on the insulin pump screen. Alert on high was set to 240. Calibrated a test value of 245 mg/dl. After calibration was completed, the device alarmed alert on high. The alert on high functions properly during testing. Calibrate now alert and alert on high alarm was listed in the alarm history screen. No alarm history anomaly noted. Device passed the functional test. Calibrate now alert and alert on high alarm functions properly. Calibrate now alert and alert on high alarm was listed in the alarm history screen. No alarm history anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report. The event date information has been updated and provided in b3 section o this report.

Event description:
On (B)(6) 2021, customer's husband reported that insulin pump was disconnected and off since (B)(6) 2021. Customer ended up having high blood glucose value. Customer had sensor glucose and blood glucose issue. He gave her insulin from the pump and sensor glucose was still high. However, when he gave her manual injection, her blood glucose started going down. Per caller, set was changed twice. During troubleshooting, pump passed self-test and displacement test. Caller said all the alarms were not recorded today. Caller mentioned that customer was hospitalized twice, on (B)(6) and on (B)(6) (estimated incident date since both customer and spouse did not recall the exact date) for high blood glucose and diabetic ketoacidosis. However, customer's husband did not recall the symptoms for either day or if customer tested for ketones for either day. It is unknown if auto mode was used.

Manufacturer narrative:
(B)(4).

Event description:
Customer's spouse reported that he customer was hospitalized on 2 occasions but does not recall the exact dates. One was on (B)(6) 2021 and another one on (B)(6) 2021. Blood glucose values were ranging from 300-400 mg/dl at the time of the incident. Customer was treated with intravenous insulin drip. On (B)(6) 2021, customer had a high blood glucose of 576 mg/dl but does not have the sensor glucose reading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer husband reported via phone call that customer was hospitalized twice around march 7 and april due to high blood glucose level 300 mg/dl which was treated with manual shot and also experienced diabetic ketoacidosis. The customer was not using insulin pump within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of high blood glucose. Pump self test and displacement test was passed, but all the alarms was not recorded. The insulin pump will be returned for analysis.